Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not alarming no delivery when the cannulas were bent. The customer stated that he has been disconnected from the insulin pump since a month ago. The customer stated that the high pressure test was performed and the insulin pump still did not alarm. The customer stated that he has been stored the device without a battery for an extended period of time. Instructed the customer to set up a reservoir and an infusion set to perform the prime test and the insulin exited. Ran a high pressure test twice and the test failed. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.